Event description:
It was reported that intermittently the 6800 sys will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the single board computer cpu and the hard drive to support the new cpu. The sys was tested and found to be working as intended and placed back into svc.